Manufacturer narrative:
Correction: date received by manufacturer additional information: common device name medical device other operator imdrf annex a grid imdrf annex g grid imdrf annex c grid

Event description:
It was reported that the device lvp8100 ail bolus limit during rate test. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation a review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 17oct2014 the review was performed from the date of manufacture to the present date 12may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device lvp8100 had ail bolus limit during rate test. There was no patient involvement.